Event description:
Complainant alleged that during routine shift check by clinician device display does not illuminate upon power-up. Complainant indicated that there was no patient involvement in the reported malfunction.